Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the device or any images in-vivo to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option vena cava filter on or about (B)(6) 2018 by dr. (B)(6). The complaint alleges there was perforation post-implant. The filter was not retrieved. Argon¿s attorneys are attempting to gather additional information.